Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device displayed a speaker malfunction inop and had no sound. There was no adverse event reported.